Event description:
It was reported to boston scientific via article published in the bmc urology journal "acute kidney injury caused by ureteral obstruction after deflux injection treatment for vesicoureteral reflux after pediatric kidney transplantation: a case report". A patient underwent vesicoureteral reflux (vur) treatment 2 weeks after kidney transplantation. A sensor wire was inserted in the neo-orifice of the transplanted kidney to achieve visibility of the ureteral opening. Post procedure, the patient experienced decrease in urinary output, painful urination, urinary tract infection and hematuria. Additionally, it was identified bladder dysfunction, acute kidney injury and ureteral obstruction. A stent was placed to increase urinary outflow and it was removed 4 months after procedure.

Manufacturer narrative:
Block b3: date of event: approximated to march 14, 2025, as to when the literature report was published. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (B)(6). Block g2: literature source: aoki - 2025. "Acute kidney injury caused by ureteral obstruction after deflux injection treatment for vesicoureteral reflux after pediatric kidney transplantation: a case report." Https://doi.org/10.1186/s12894-025-01733-7. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2303 captures the reportable event of pain. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e232402 captures the reportable event of urinary incontinence. Imdrf patient code e2328 captures the reportable event of obstruction, ureter/urethra. Imdrf patient code e13050 captures the reportable event of renal insufficiency/renal failure. Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2303 captures the reportable event of medication required.